Event description:
The customer stated he was experiencing problems with the (B)(6). It was determined that the customer was not following the instructions in the fa24feb2010 product correction letter. Since implementing the recommendations in the letter, the issue has been resolved. Architect (B)(6) is currently the focus of a product correction. Current information indicates that elevated (B)(6) patient results, or elevated out of range high (B)(6) results for architect (B)(6) may occur when the assay is run directly following the architect (B)(6) assay. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Conclusion: the cause of the issue was determined to be reduced potency of the active antigen which is coated on the microparticle component of the assay. Elevated or out of range high (B)(6) control results and/or elevated grayzone / reactive results may be observed for the architect havab-igm assay, (B)(4), when it is run on the same module with the architect anti-hbs, (B)(4). This issue has the possibility to occur when the architect ausab / anti-hbs assay precedes the architect havab-m / havab-igm assay during testing. Additionally, there is the potential to generate elevated results even when architect ausab/anti-hbs is not run on the same module. The investigation identified the cause as a reduced potency of the hav antigen which is coated on the microparticle component of the assay. This leads to lower ical rlu values and elevated signal from (B)(6) samples, which in turn has the potential to cause increased false grayzone/positive results, increased susceptibility to reagent cross contamination (e.g. Architect anti-hbs/ausab), and / or increased impact of naturally occurring test system variability on final test results. Control measures include raw material qualification and implementation of manufacturing controls for calibrator rlu values. Current modes of control were communicated to architect havab-igm customers through product correction letter (B)(4) and will remain in effect until corrective actions to address the reduced potency of the hav antigen have been implemented.

Manufacturer narrative:
(B)(4). Based upon current information, it has been determined that elevated (B)(6) patient results, or elevated out of range (B)(6) quality control results for architect (B)(6) may occur when the assay is run directly following the architect (B)(6) assay. Architect (B)(6), list number 6c30 is currently the focus of a product correction, reported under (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.